Manufacturer narrative:
No blood was observed on the returned device. Inspection of the formed needle found no damages or defects that would cause bleeding. No damages or deficiencies were observed that would affect the device's ability to deliver insulin. The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an 0x1c expiration alarm. The device was confirmed to have run for 80 hours. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined. The bottom housing vent was observed to be damaged. The timing and cause of the observed damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 . [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that the patient went to the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 350 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dizziness, pain, dehydration and nausea. The patient was treated with IV (intravenous) fluids and zofran. It was reported that a skin irritation causing excessive bleeding, redness and pain had occurred additionally while wearing the pod. The patient was released within 2-3 hours. The pod was removed by the patient prior to ER visit.